Manufacturer narrative:
Concomitant medical products: three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)) and ps tibial inserts sz 5, 9mm (cat# 204-25-09 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately thirteen years post initial left tka, this (B)(6) patient was having painful knee and came to surgeon with discomfort and swelling. Upon evaluation surgeon felt a liner exchange would help. Intra operatively surgeon found metallosis and a man hole cover that came disconnected from the tibia. It was stuck between the liner and proximal tibia tray. Also the patella had some wear to it. There was no osteolysis. So surgeon replaced it. Surgeon placed a 5/11mm ps and revised the patella to a 38mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
(H3 the revision reported was likely the result detachment of the tibial tray¿s man hole cover and patella wear. It is possible that the posterior, lateral man hole cover detached from the tray upon implantation/cementation. This may have prevented the lateral side of the insert from fully seating, which led to micromotion between the tibial insert and tibial tray. Over time, the micromotion wore away the locking button, leading to more motion, which ultimately resulted in backside wear, metallosis, and pain after being implanted for over 12 years. The most probable root cause associated with the reported event of ¿detachment of device or device component¿ is associated with the separation of the device from its physical construct, integrity, or chassis.